Manufacturer narrative:
Failure analysis confirmed the insulin pump alarmed button error alarm and no button response due to moisture damage keypad trace. No moisture damage electronic assembly. Analysis was unable to perform the displacement test due to keypad anomaly. The pump had a cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and moisture damage. The customer's blood glucose reading was 397 mg/dl. Mother state insulin pump may have been exposed to moisture; perspiration. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.